Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the pins inside the trunk cable connector were bent. The cause of the failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the bent pins on the electrode belt and the damaged receptacle on the monitor. The root cause of the bent pins is physical abuse. Root cause investigation into the damaged receptacle is ongoing under an existing internal corrective action. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing arrhythmia alarms.